Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, charring was noted on the strain of female end of the ac power cords. The outer insulation of the ac power cord had separated from the female end of the ac power cord and the internal insulation of the wires were broken with exposed wires. At the male end of the ac power cord, the ground prong was found to be broken off.